Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the probe, performed recalibration, and ran qc precision, which confirmed system is currently running acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer has a leak in the probe. No injury was reported.